Manufacturer narrative:
Concomitant products: product ID: 3550-29, product type: accessory. Product ID: 3708240, serial# (B)(4), product type: extension. Product ID: 3998, lot# 0208522056, product type: lead. Product ID: 355531, lot# 0208325213, product type: screening device. (B)(4).

Event description:
It was reported that after implant, the opsialgia patient¿s initial ¿effect was good.¿ however, the patient had ¿recently¿ felt their stimulation had disappeared at the time of report. The patient was unable to recover their stimulation with their patient programmer. Impedance testing was performed and found the impedance values for all electrodes were ¿over the normal range.¿ x-ray imaging was performed and found ¿no fractures or bad contacts.¿ the patient was reportedly ¿good¿ at the time of report. A spinal exploration procedure was performed five days after initial report in an effort to troubleshoot the situation. The patient¿s leads, extensions, and implantable neurostimulator (ins) were disconnected and reconnected during the procedure; however the impedance values remained large. The operating physician then replaced the patient¿s leads; however the impedances still remained large. As a result, the operating physician ¿determined that the event was due to the ins and replaced¿ the ins at that time. Impedance testing following the ins replacement found ¿normal¿ impedance values. The patient was ¿recovered¿ and had 90% pain relief following the replacement procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was ¿functionally okay¿ with only ¿insignificant anomalies.¿